Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was using a hawkone h1-m atherectomy device with a non-medtronic 6fr sheath and 0.014 non-medtronic guidewire during treatment of a lesion in the patient¿s superficial femoral artery(sfa) over a 0.014 wire. The IFU was followed during preparation, procedure and post procedure. It was reported that the procedure was carried out successfully but the device became stuck on the 0.014 guidewire and into the sheath, which was placed in the iliac's in a contralateral approach. As a result, no arterial closure device could be used in the area. The physician performed manual pressure for about 45-50 minutes. The patient was transferred to the hospital where he spent 2 days trying to obtain haemostasis at the access site.

Manufacturer narrative:
Device evaluation: the hawkone was inspected and observed a radial fracture to the housing. The location of the fracture was distal the anchor pockets and at the proximal edge where the laser drilled coils initiate. The cutter was advanced approximately 2.7cm from the cutter window. It was observed pet material was caught on the proximal face of the cutter head. No other damages or anomalies were observed. The cook sheath with the 0.014" loaded guidewire was inspected. Approximately 36cm of the gw was outside the distal rim of the sheath and the entire length of the gw was approximately 98cm. Dried blood was observed on the outside of the gw and sheath. The guidewire was pulled distally to check to see if the distal portion of the distal assembly was present. The distal assembly was there and it was observed the gw was lopped/bent back across itself. The housing was inspected under micros scope after rinsing the excess blood from the device. The tecothane showed a flat rounded face and the platinum iridium coils within the housing were stretched in the proximal direction. The proximal end of the gw tubing was buckled and was bent/curved at an approximate 90 degree angle. No tearing was noted. The thumb switch was retracted and observed the cutter could not enter the cutter window. The suspected pet was obstructing the ability to enter the cutter window. If information is provided in the future, a supplemental report will be issued.